Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable was not properly seated to the ift connector. Ventec reseated the ift cable to the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was that the ift cable was not fully seated.

Event description:
It was reported to ventec that the device continuously reboots by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.